Manufacturer narrative:
D9 has been updated to reflect product was returned for investigation. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect product was returned and investigation is underway. Device status. The impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed.

Manufacturer narrative:
D7a. Single-use device was added as it was not included in the initial report. Section d catalog number was corrected. Failure to advance: the cause of failure to advance was most likely patient condition related since the clinical team confirmed the patient had calcified aorta and no issue was found on the pump.

Manufacturer narrative:
The impella device has not been received from the customer; therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient on impella cp support. The complainant reported that during an aortic valve replacement (avr) / coronary artery bypass graft (CABG), the pigtail and wire were unable to be advanced due to a calcified aorta. The avr was aborted. The patient deteriorated during the procedure, requiring a cardiopulmonary bypass. The patient had bilateral above-the-knee amputations, so the imeplla was implanted using the axillary artery. Neither the impella cp or an impella 5.5 were successfully implanted. An intra-aortic ballon pump was placed to wean off the bypass. The patient survived the event.